Manufacturer narrative:
The returned driver tip was examined under magnification. Torsional and oblique fracture patterns were identified at the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made. Additional mdrs associated with this event: 3025141-2022-00015: screw.

Event description:
While implanting an aculoc 2 plate in the patient, the surgeon was inserting a screw with as driver tip in the head of the screw. The tip of the driver broke off and could not be removed from the screw head. The driver tip remains implanted.